Event description:
It was reported that the ventilator generated an alarm indicating the inspiratory flow overrange. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the received information the user experienced an alarm issue with flow over-ranging. The customer is asking if it is possible to increase the flow rate in the peds patient range. This improvement has been addressed to r&d for further evaluation.

Event description:
Manufacturer ref#: (B)(4).